Event description:
It was reported that the patient felt like the implantable cardioverter defibrillator (ICD) had fired and that they had a syncopal episode. It is unknown if the patient's experience was related to the ICD. Follow-up with the site yielded no further information. The device remains in use. The patient is a participant in the wrap-it clinical study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Correction.

Event description:
It was later reported that the patient may have experienced a phantom shock.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was later reported that the patient had been appropriately shocked for sustained ventricular fibrillation (vf). No programming changes were made.